Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was abandoned on the patients left side because it had been malfunctioning and, when the physician was going to replace it, he could not get access. Old system is implanted on the left side with this lead and a new system was placed on the right.